Event description:
Complainant alleged that while monitoring a (B)(6) female pt during a seizure, the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.